Event description:
The surgeon reported that a corneal burn was observed, when he was removing the handpiece from the eye in order to switch to use of the I/a handpiece. The procedure was performed using a 2.2 mm incision. The procedure was completed, and the surgeon used one suture to close the incision. No abnormalities occurred during the sculpt or quadrant phases, and there were no anterior chamber fluctuations. The patient prognosis is favorable.

Manufacturer narrative:
The surgeon was using traditional longitudinal ultrasound during sculpting. The flow (18 cc/min) and vacuum (45 mmhg) were also noted as having low values during sculpting. The surgeon was also noted to be using a 1.1 mm tip, whereas, a 0.9 mm tip is mostly used with the handpiece model noted. A review of the complaint and manufacturing history data for the system could not be performed, because the serial number was not provided. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, in 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. The root cause of the patient event cannot be determined in this investigation. This report mailed in to FDA on: 11/20/2007. The manufacturer internal reference number is: ia071601.